Manufacturer narrative:
(B)(4). Batch # r57d3l. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned with several drivers out of position making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into the jaw fully. Then, the surgeon tried to remove the cartridge from the device, and the cartridge pan came off. Another device was used to complete the case. There were no adverse consequences to the patient.